Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the aneurysm dimensions were maximal diameter: 8 mm and neck diameter: 4 mm. The distal landing zone was 3.10 mm and the proximal landing zone was 3.35 mm. The access vessel diameter was 4 mm. The procedure was completed with a new flow diverter (ped 3.75 × 12 mm) being implanted. In order to achieve a distal landing zone proximal to the origin of the anterior choroidal artery, instability occurred secondary to the anatomical configuration of the carotid siphon, and likely insufficient support, probably related to the radial access approach. There was no relevant friction during device delivery or resheathing noted. The difficulty was related to the need to resheath the flow diverter into its delivery sheath in order to regain a more stable access through the carotid siphon. The flow diverter could not be resheathed into its sheath.

Event description:
Medtronic received a report that after partially deploying the pipeline, the operator wanted to resheath the device in order to reposition it but it was impossible to resheath. After some tries the operator managed to resheath it in the phenom 27 but with much effort and the pipeline remained now stuck in the phenom 27 hub. The operator had a lot of friction and troubles by resheathing the device. Resistance occurred in the distal end of the catheter and the pipeline became stuck here during resheathing. The physician released the load (slack) in the system in an attempt to resolve the issue, however the issue remained unresolved. The catheter and pushwire were not damaged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for flow diverter treatment of a saccular, unruptured left internal carotid artery aneurysm. It was noted the patient's vessel tortuosity was normal. Access vessel was the radial artery. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was "good". Ancillary devices include a rist 079 sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.